Event description:
There is no update to the event description originally provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight is unknown. Doctor's first name is unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant had infection and swelling around the implant requiring implant removal. Patient will not be returning for additional appointments. Tooth number was not provided.